Manufacturer narrative:
The device was discarded by the user and was not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no anomalies, discrepancies, or non-conformances. There was no report of a device malfunction. Manufacturer reference #: (B)(4).

Event description:
The flowtriever procedure went very well. The inari aspiration guide catheter, 21-101, was inserted through a pre-placed 22 fr gore dryseal introducer sheath. Small (10-101) and a medium (10-102) flowtriever catheters were used on the left pulmonary artery to remove clot. At the end of the procedure, the sheath was pulled and a cath lab tech held pressure at the groin. When the patient left the cath lab the access site was clean and dry. Three days after discharge the patient reported swelling at the access site and returned to the hospital. Due to the hematoma that formed, the decision was made to surgically close the access site.